Manufacturer narrative:
The device was returned assembled with the driveline intact. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline was performed and no discontinuities or shorts were found. Functional testing of the pump using a mock circulatory loop under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A direct correlation between the device and the patient¿s outcome could not be determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that post-lvad implant on (B)(6) 2016, the patient remained in the intensive care unit for 2 weeks due to right ventricular failure and atrial flutter with rapid ventricular response. On (B)(6) 2016 at 11:30 pm, the patient had a sudden onset of right sided chest pain. An electrocardiogram was performed and labs were collected, but the results were not provided. The patient's doppler mean arterial pressure was 60mmhg. Approximately 30 minutes later, the patient decompensated quickly. The stroke and code teams were called. The patient was unresponsive and therefore was intubated, and then coded. Cardiopulmonary resuscitation was started and acls protocol was initiated. The patient expired within 1.5 hours. It was reported that there had been no device issues. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 26 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient expired unexpectedly. The event was reported as a pulseless electrical activity (pea) arrest. Additional information was requested; but was not provided.